Manufacturer narrative:
No intuitive surgical, inc. (Isi) product has been implicated or returned for failure analysis (fa). Advanced stapler logs show the instrument was installed on the system 4 times and fired 4 blue reloads. On each install, all clamp attempts were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no errors in the system logs pertaining to the use of this instrument.

Event description:
It was reported that after a da vinci assisted sigmoid colectomy, the patient experienced a staple line leak and underwent a reoperation. During follow up with the surgeon, it was stated that the patient has diverticulitis and the initial colon resection procedure was performed due to a perforation. Post-operatively, the patient had frank stool in the surgical drain, prompting the reoperation on postoperative day (pod) 3, a da vinci assisted colostomy. The patient had a staple line leak that the surgeon says could be due to the dirty-infected wound classification. There were no intraoperative issues with the sureform 60 or reloads. After the second procedure the patient began having drainage from the surgical site drain again and ultimately underwent a diagnostic laparoscopy due to a perforated duodenal ulcer on pod 2 from the colostomy.